Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power with his one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not powering on began on an unspecified day the "last week of (B)(6) 2011." The patient stated that he manages his diabetes with lantus (16u) and glipizide (10 mg) and due to the alleged issue he denied making any changes to his usual diabetes management routine. He denied developing any symptoms due to the alleged issue. On (B)(6) 2011, at 7:45 am, he was in the emergency room where his blood glucose was tested and results of "196 and 130 mg/dl" were obtained. The patient reported at the same time, he was treated with IV fluids. During the initial call with customer service, the agent noted that the patient was using the correct test strips, there was no information of misuse of the device and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.